Manufacturer narrative:
The device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm at home and changed controller. Pt brought the system controller to the center and the removed controller could not be powered up or run on mock loop. Red heart alarms occurred again. Upon viewing event history, multiple pump stops were noted. Per additional information "pt received pump exchanged on (B)(6) 2014."